Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the rail require replacement. The picture and additional information have been requested for further investigation but has not yet been received.

Event description:
It was reported that the ventilator's rail was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).